Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insulation damage allegation was confirmed - based on the observation of a puncture hole in the insulation in the tip region of the lead, consistent with a backloaded guidewire escaping the lumen.

Event description:
It was reported that this left ventricular (lv) lead perforated through the insulation. The lead was never in service. The lead was returned to the laboratory and was analyzed. No adverse patient effects were reported.